Manufacturer narrative:
(B)(4). The sample is not available for evaluation.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4).this complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during previous therapy. The home patient (hp) had the alarm and disposed of the supplies. The technical service representative (tsr) explained the possible causes for the alarm. The tsr suggested calling when the hp has the alarm. The tsr advised to let the nurse know about the alarm. No patient injury or medical intervention was indicated at the time of the initial report.